Manufacturer narrative:
Concomitant medical products: mdt-carelink remote monitor. This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/(B)(6). Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: day by day telemetric care of patients treated with cardiac resynchronisation therapy: first polish experience. Kardiologia polska. 2016;74(8):741-748.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. There were reports of ¿inadequate or unnecessary ICD interventions,¿ and low percentage of pacing observed. The most common intervention taken was to adjust the patients' medications. The status/location of the ICD is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.